Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy, on resection of the stomach, there was an incomplete staple line. They resected and re-stapled to fix the staple line. They opened a new one to complete the case.